Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No real concern on the customers end since he thinks that it was user error. But he went in to advance the catheter and then pulled the catheter back because he wasn't getting blood return and the catheter sheared while in the patient (luckily none was in patient).

Manufacturer narrative:
The complaint of a damaged catheter was confirmed. It appeared that the 24g nexiva IV catheter was damaged during use. The needle was protruding through the side of the catheter tubing. The section of tubing between the puncture site and the catheter tip contained what appeared to be blood residue, which indicates that the needle and IV catheter tubing likely accessed the vessel. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. It was reported that there was no blood return at the time of insertion. The poor flashback could not be confirmed due to the sample condition and no occlusions were identified in the needle or catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.